Event description:
Information was received indicating that leaking occurred between the connection of a cadd medication cassette reservoir (21-7302-24) female luer and the cadd extension set (217047-24) male luer. It was reported that the connection for tightness was checked prior to leaving the pharmacy. There were no reported adverse effects.